Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate error 297 upon system startup and resolved the issue by programming the console, followed by successful power cycles. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system powered on with a non-recoverable error 297. Prior to contacting technical support, multiple power cycles and reseating of the blue fiber cables were attempted without success. The technical support engineer (tse) guided through a hard power cycle on all carts, but the issue persisted. System logs indicated error 311 related to the golden image on the console. The customer decided to cancel the case. Further confirmation from the clinical sales representative (csr) indicated repeated non-recoverable errors, with system logs showing that the console had reverted to a golden image non-clinical software. The procedure was aborted prior to patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while setting up the system prior to starting the case. The patient was not in the room. The procedure was aborted prior to patient involvement.